Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) atmospheric transducer will not calibrate so unit would not pass start up self tests. Machine would not autofill. There was no patient involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h6 (problem code), h10, h11.

Manufacturer narrative:
Corrected data: e3. Updated data: b4, e1 (email), g3, g6, h2, h10, h11.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10, h11.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) atmospheric transducer will not calibrate.

Manufacturer narrative:
It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "atmospheric transducer" which will not calibrate due to which the machine will not "autofill". A getinge field service engineer (fse) had inspected the unit and found that when the last pm was completed and drive assembly was removed, that the insert for the backplane connector had pulled away from the board. This resulted in the assembly not to seat properly and would not allow the atmospheric transducer to measure. The fse had reseated the connector insert for the assembly and was able to autofill immediately. Fse had completed all the calibration, performance and safety testing with no further issues. The unit was approved for the clinical use and returned to the customer. There was no involvement of the patient.